Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.